Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported outflow graft compression could not be confirmed through the evaluation of the submitted images and no product was returned for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. A CT image was submitted for evaluation by the account which showed the outflow graft (ofg). The exact shape of the graft under the bend relief could not be conclusively determined. The controller event log files contained overlapping data from 08oct2022 through 18oct2022. Intermittent low flow alarms were captured throughout the files, with the longest alarm lasting approximately 13 minutes and 2 seconds. Alarms. A specific cause for these findings could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the patient handbook and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing multiple low flow alarms and low pulsatility index (pi) events over the past two nights. Log files did capture multiple intermittent sustained and unsustained low flow alarms. The estimated flow appeared to be below the alarm threshold of 2.5 lpm. The majority of these low flows were unsustained and were not long enough to trigger an alarm. The patient was asymptomatic. It was noted that the patient had a known outflow graft (ofg) narrowing of about 80%. Computed tomography (CT) imaging revealed increased narrowing and there were plans to surgically address this. Additional log files from 17oct2022 were submitted as the patient was still having intermittent low flows, though they were still asymptomatic. Their flow was typically in the 5.5 lpm range and was noted to be 3.5 lpm at that time. The event log captured intermittent low flow events throughout the log with flow noted to be as low as 2.3 lpm. It appeared that the ofg compression was causing these events. Log files from (B)(6) 2022 showed the pump was operating in similar ranges as in the previous logs. The patient was planned to be taken to the operating room on (B)(6) 2022 for surgical intervention of the ofg compression.

Manufacturer narrative:
The onset of the patient's outflow graft narrowing is captured under MFR # 2916596-2022-15023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.